Manufacturer narrative:
Additional information provided in a.2., a.3., b.3., b.5., b.6., b.7., d.9., and e.4. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the patient ended up slightly farsighted and the iol was sitting slightly nasal. The iol was exchanged for a non-toric iol of the same power. There was no patient harm.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), a patient experienced blurry vision. The lens was exchanged during a secondary procedure. Additional information was requested.